Event description:
The customer tested her blood glucose and received readings of 33 and 36 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 184 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer insisted her meter be replaced. Her meter is to be returned for evaluation. A replacement breeze2 meter was sent to the customer.